Event description:
The customer reported that there was a burnt case. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.